Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient did not report any medical intervention at the time of contact with dexcom technical support.